Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that during elective replacement/extraction of the right ventricular (rv) lead, the right atrial (ra) lead was incidentally damaged. The ra lead was extracted. No patient complications have been reported as a result of this event.